Event description:
It was reported that he patient experienced fluid loss with an artificial urinary sphincter (aus). The aus cuff was explanted and a new aus cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.